Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The (B)(6) sample was repeated as (B)(6) and then (B)(6). The discordant result was reported to the physician(s), who questioned the results. The samples were repeated on the same advia centaur xp instrument. It is unknown if corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and found that the sample probe was hitting the bottom of cuvette. The cse also noted that the reagent probe 3 was hitting the side and the bottom of cuvette during reagent delivery. The cse recalibrated all the probes and ran quality controls (qc), which were within acceptable ranges. The instrument is performing according to specifications. The cause of the (B)(6) result was due to misaligned probes. No further evaluation of the device is required.